Event description:
Customer reported the wire got tied in a knot and was stuck in the patient's arm. Customer observed that the wire is "much thinner than it used to be". The patient reportedly had tortuous veins. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regt3289 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
Customer reported the wire got tied in a knot and was stuck in the patient's arm. Customer observed that the wire is "much thinner than it used to be". The patient reportedly had tortuous veins. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became knotted upon itself was confirmed. A photograph of the distal end of the implicated guidewire was returned for evaluation. Residual material, which appeared consistent with clinical use, was seen in the coils of the wire. The floppy distal tip of the guidewire was knotted upon itself. No damage was seen to the distal weld tip of the wire and no breaks were seen in the wire material. Due to the evidence of use on the guidewire, it appeared that the wire inadvertently folded over itself and was twisted into a knot during the procedure. Had the knot existed prior to use, the wire would not have fit through the needle. It was reported that the patient had tortuous veins which may have led to complications during insertion and may have contributed to the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. It was reported that the guidewire was much thinner than previously. However, the diameter of the guidewire could not be measured without receipt of the physical sample. H3 other text : evaluation findings are in section h.11